Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1203087. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a video was submitted of the issue was submitted to aid in our investigation. Our engineers noted that the video displayed an intima-ii unit leaking from the septum. The issue has been confirmed. Based on their evaluation and feedback form regarding the nature of use, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked from the septum during the injection. The following information was provided by the initial reporter, translated from (B)(6): "the head nurse in the radiology department reported there was leakage from the septum during injection" "the patient underwent magnetic resonance examination and was injected at a rate of 2.5 ml /s".